Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited noise and oversensing, which was found to be due to minute ventilation (mv) signal oversensing. Upon review, technical services (ts) observed spikes in ra pace impedance measurements of greater than 3,000 ohms. Ts noted that the spikes in ra pace impedance measurements caused the mv signal to be amplified and oversensed. Ts recommended programming the respiratory rate trend feature off. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited noise and oversensing, which was found to be due to minute ventilation (mv) signal oversensing. Upon review, technical services (ts) observed spikes in ra pace impedance measurements of greater than 3,000 ohms. Ts noted that the spikes in ra pace impedance measurements caused the mv signal to be amplified and oversensed. Ts recommended programming the respiratory rate trend feature off. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited noise and oversensing, which was found to be due to minute ventilation (mv) signal oversensing. Upon review, technical services (ts) observed spikes in ra pace impedance measurements of greater than 3,000 ohms. Ts noted that the spikes in ra pace impedance measurements caused the mv signal to be amplified and oversensed. Ts recommended programming the respiratory rate trend feature off. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that the cardiac resynchronization therapy defibrillator was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited noise and oversensing, which was found to be due to minute ventilation (mv) signal oversensing. Upon review, technical services (ts) observed spikes in ra pace impedance measurements of greater than 3,000 ohms. Ts noted that the spikes in ra pace impedance measurements caused the mv signal to be amplified and oversensed. Ts recommended programming the respiratory rate trend feature off. The device remains in service. No adverse patient effects were reported. Additional information was received that the cardiac resynchronization therapy defibrillator was explanted and replaced. No additional adverse patient effects were reported.